Event description:
It was reported that the health care professional (hcp) had difficulty interrogating this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system who presented to the emergency room (ER). It was noted that the device has been beeping for 1.5 years. However, the cause is unknown. The patient has not been compliant and has not had their device checked for 2-3 years. The field representative presented to the ER and was performing an upgrade on the programmer however, technical servcices (ts) informed the programmer most likely needs a software downgrade using a 3200 programmer and the old software. The field representative stated there is no 3200 programmers in his area. Ts was concerned about the functionality of the device. Subsequently, the patient was given a life vest, and the device was explanted and replaced shortly afterwards. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) had difficulty interrogating this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system who presented to the emergency room (ER). It was noted that the device has been beeping for 1.5 years. However, the cause is unknown. The patient has not been compliant and has not had their device checked for 2-3 years. The field representative presented to the ER and was performing an upgrade on the programmer however, technical services (ts) informed the programmer most likely needs a software downgrade using a 3200 programmer and the old software. The field representative stated there is no 3200 programmers in his area. Ts was concerned about the functionality of the device. Subsequently, the patient was given a life vest, and the device was explanted and replaced shortly afterwards. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.